Event description:
Boston scientific crm received information via a latitude red alert that this implantable cardioverter defibrillator (ICD) displayed one high, out of range pace impedance measurement on a competitor's right ventricular (rv) lead. All other lead numbers were within range. The patient was brought into the clinic for follow up. Pocket manipulation, and patient isometrics were not able to reproduce any out of range measurements. The lead will continue to be monitored. No adverse patient effects were reported.

Event description:
The device was returned for analysis.

Manufacturer narrative:
All information indicates that this device remains in service. Should additional information become available, this report will be updated.

Event description:
Additional information indicates that this device was explanted. The device is to be returned for analysis.

Manufacturer narrative:
As of today, no additional information is available. When additional information becomes available, this report will be updated.

Manufacturer narrative:
Analysis was performed at our post market quality assurance laboratory. Functionality and therapy delivery were verified through automated testing. Visual inspection yielded no anomalies. Microscopic inspection showed seal ring impressions in the rv port close to the proximal connector block. This observation indicates that full lead insertion was achieved. The rv port spring connector also met specifications. The source of the clinical observation was not able to be confirmed.

Event description:
Subsequent information indicates that additional out of range impedances measurements were displayed. The dr indicated that a chest x-ray did not reveal any connection related problems and showed the rv lead to be in a good location. No noise was able to be produced. The patient will continue to be monitored.

Manufacturer narrative:
--